Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. The customer was assisted by cts in resetting the pump, and the malfunction code did not recur. Cts informed the customer to call back if the malfunction recurred, and the customer understood and acknowledged the instructions.